Manufacturer narrative:
G4:07apr2021. B4:19apr2021. The philips international service engineer was unable to be confirmed the reported issues. The customer state 'high pressure" alarm occurred frequently, and the unit didn't trigger then the unit was replaced afterward. The alarm stopped sounding, and the unit operated properly. The unit was running in the hospital, but the phenomenon didn't recur. The customer canceled the repair, and the unit was returned without repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 19feb2021.

Event description:
The customer reported that the device had high pressure alarm occurred. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.